Manufacturer narrative:
(B)(4).the device was received and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the homechoice device was returned and evaluated by the product analysis lab (pal). An external/internal inspection was performed with no issues noted. Temperature verification testing was performed and the results were found to be within specifications. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Pal performed a more detailed inspection of the door assembly. The inspection showed that the piston foam was deteriorated. The results of the evaluation revealed the cause of the failure to be the deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. A review of the service history noted that the piston foam had been replaced during the previous service. The previous servicing was determined to have contributed to the reported problem. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.